Event description:
It was reported that a patient underwent a redo atrial fibrillation ablation / watchman procedure with a vizigo sheath and the patient experienced cardiac perforation that required pericardiocentesis and surgery; however, the patient also experienced cardiac arrest and bleeding that resulted in the patient dying. It was reported that the surgeon stated the patient had a hole in the appendage. After tapping the patient and began draining, the blood would not stop and surgery was needed, but the cardiovascular surgery team was not on site (the cardiovascular surgery team was not on site until one and a half hours, closer to two hours after). The patient was stable until after one hour, the patient should have been in surgery before that time; however, the patient started decompensating. The patient lost a lot of blood (reported to be 3 liters) and multiple (3) codes were called. At one point, they had 10 different people rotating to do compressions. The patient was then transferred to the operating room. The last known information provided was that the patient expired. It was reported that the patient could have been saved if the cardiovascular surgery team was on site. It was reported that they did not need to do a transseptal, since the patient had an atrial septal defect (asd). After mapping the left atrium, the ablation was completed with the qdot micro catheter and contained to the left atrium, nowhere near the appendage. Switching over to complete the watchman¿ portion of the case, is where all the issues began happening when trying to access the appendage for the watchman¿ device. The physician does not know what could have caused the issue. The physician was blaming the vizigo sheath now but initially was blaming the watchman¿ sheath. It was reported by the representatives in the case that the physician could not get the wire in the left atrium. The process was started but it fell back into the right atrium. The physician was moving the wire around, which could have caused some scraping. The physician was telling the boston representative that it was their sheath, but as soon as the paperwork that included the requirements for the watchman¿ program were given, and physician read them, the blame became the vizigo sheath. It was reported that there was an issue with the vizigo sheath and part of it may have been frayed. The physician reported to an outside vendor that he believed that the vizigo sheath was frayed and that is what caused the perforation. This was never mentioned during the case or after the case, it was something mentioned the next day. No further information was available regarding the vizigo sheath malfunction. It was also reported that they may have not followed proper protocol for the boston watchman procedure (they needed to have cv surgery within thirty minutes, and they were not available). Additional information was received on 12-jun-2026. The physician used an amplantz wire to maintain access into the left atrium and he went to exchange the vizigo sheath with a farawave sheath in order to start the left atrial appendage occlusion portion of the procedure. The caller reported that when the vizigo sheath was pulled from the patient, it was "frayed" and there were "pull wires or fibers exposed on the vizigo." The physician made it seem like it was on the distal end of the sheath. At the time, during the procedure, everything seemed normal with the vizigo sheath and the damage on the sheath was not brought up to anyone. It was reported that it was during the farawave sheath exchange where things felt "abnormal". The vizigo was discarded after the procedure. Additional information was received on 1-jul-2026. The vizigo sheath disintegrated in the heart of the patient, the device polymer puller wire got dislodged in the heart and the sheath showed splitting and bird nesting of wires. It was reported to have caused the cardiac perforation injury leading to death. Attempts have been made to obtain additional clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).